Manufacturer narrative:
The explanted device was returned for evaluation. The report of pump stoppage was confirmed based on the evaluation of the returned lvad pump. The pump was returned with the driveline cut approximately 1¿ from the pump housing and the severed portion of the driveline returned. Electrical continuity testing of the distal-end portion of the driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed from the distal-end portion of the driveline and examination of the underlying wires revealed disruptions in the insulation of yellow wire approximately 29¿ from the metal/controller connector, and in the insulation of orange, brown, and black wires approximately 32¿ from the metal/controller connector. The conductors of these wires were exposed. The disruptions of the yellow, orange, brown, and black wires appeared to be the result of mechanical damage; however, specific causes for the damage and an exact time when it occurred could not be conclusively determined. The yellow wire represents the one of the two wires of phase 1, the brown and black wires represent the wires of phase 2, and the orange wire represents one of the wires of phase 3. The disruptions in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The reported event also could have resulted from a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries or the ungrounded patient cable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had been having pump stop alarms since the beginning of (B)(6) 2015. Six weeks ago (approximately (B)(6) 2015) the hospital staff changed out the power module and patient cable. The pump stop alarms resolved for a while but recently started back up again. The patient noted the alarms occurred while connected to the power module only. X-rays of the driveline were reviewed and were reported to be unremarkable. An ungrounded power module patient cable was requested. The patient was asymptomatic. On (B)(6) 2015, a repair of the driveline distal end was performed. The pump stop alarms reappeared after the repair; thus it was believed that there is driveline damage internal to the patient. The patient was kept on an ungrounded cable with no subsequent alarms or pump stops at that time. Incidentally, the patient has a known left ventricle thrombus located below the inflow conduit that is being treated with heparin. There was discussion of a pump exchange in august as the patient is not eligible for a transplant. On (B)(6) 2015, the patient reported that his lvad had stopped. The hospital staff attempted a controller change, power source change, and other unspecified actions but the pump did not restart. The patient lives in a remote area and went to the closest emergency department where he was started on heparin and heart failure support. The patient was then transported to the closest implanting center and an emergent pump exchange was performed. The patient was reportedly doing okay and was extubated post exchange.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The replaced portion of the driveline pre-exchange was received for investigation. The evaluation is not yet complete. The pump is expected to return for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.